Event description:
Radiology technologists were present in patient's room for bilateral knee x-rays. Nurse was holding the patient's knee for the x-ray and the collimator light exploded on the patient. Equipment has been pulled off unit. The light is used to assist with positioning and to adjust size of the x-ray field. There would be no increase in radiation exposure to the patient as a results of the collimator bulb bursting.we purchased our shimadzu portable x-ray machines from a dealer. The dealer sent a service tech to check the machine and try to determine the reason for the bursting of the collimator bulb. All of his tests indicated that the machine is operating within manufacturer's specifications. The dealer's technician asked for, and we gave them, the remaining pieces of the bulb that we had collected. The dealer and shimadzu want to analyze them. As a precaution, the technician changed the collimator bulbs on our five other machines that are of the same vintage as the machine in question.